Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a burnt power plug. The device was found by field service engineer in a closet and the power plug was burned around the prongs only. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the power cord had black wire blades melted. Testing verified the reported condition and determined the probable cause was physical damage of the power cord.

Event description:
The event involved a customer allegation of a burnt power plug. The device was found by field service engineer in a closet and the power plug was burned around the prongs only. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.